Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. In 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('"mbedded within the central portion of the uterine fundus") in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included d & c and uterine ablation. Concurrent conditions included adenomyosis, intramural leiomyoma of uterus, follicular cyst of ovary and menorrhagia. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2013. Procedure in detail: the essure placement was then done bilaterally without difficulty with again 3 coils seen on the right and 4 coiis seen on the left at the end of the procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, race information, medical history, auto narrative supplement and rcc were added. Event "removal" was updated to "embedded within the central portion of the uterine fundus", based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.